Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation procedure with an unspecified mentor textured saline breast prosthesis that deflated post implantation. The patient felt a pop after a mammogram and noticed a change in the appearance of her left breast. The left breast deflation was later diagnosed via a physical. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 600cc gel breast prostheses on (B)(6) 2022.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast prosthesis deflation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11-apr-2022, mentor received additional information about the event: an updated implantation date on (B)(6) 1996 was reported. An updated event date on (B)(6) 2021 was reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01-may-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflation in the breast implant after a mammogram. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear was observed on the posterior view within the shell wear, measuring approximately 0.1 cm. The evaluation determined that the cause of the deflation is the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the saline-filled mammary prosthesis. A second product was received. No adverse events were reported for this concomitant (contralateral) device. Therefore, no further analysis is required. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).